Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Patient was unable to set the ipg into MRI mode. Impedance check revealed impedance on one of the leads. Additionally, x-ray confirmed the leads had migrated down. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was confirmed post op.